Event description:
Per provider the brakes on the unit are broken.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-02083 indicting the manufacturer as unknown. The actual manufacturer is kenstone metal.